Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 38, was verified in device history, and persisted after a guided restart, after which the device was replaced; the alert was associated with an insulin delivery fault consistent with an invalid hall state in the insulin drive component. Symptoms included hyperglycemia with a reported maximum blood glucose of 200 mg/dl for approximately one hour, without ketone testing and without backup therapy beyond routine subcutaneous insulin availability. Outcomes included no medical intervention, no hospitalization, and no immediate adverse health effects. Investigation included review of device history, restart attempts, verification of device charge status, assessment of alert recurrence after restart, and patient education on backup therapy and device shutdown. Investigation of the returned device revealed a malfunction of the insulin delivery subsystem consistent with an electronic or sensor state error within the insulin drive mechanism, leading to an unresolved alarm condition and necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to an insulin delivery component fault with an indeterminate specific root cause pending physical analysis.